Event description:
It was reported that the customer's blood glucose went higher than 33 mmol/l and she was receiving multiple no delivery alarms. At the time of reporting, the customer's blood glucose was 25.5 mg/dl and he had treated with a bolus. The customer's reported symptoms included dehydration and excessive thirst. The customer had a back-up plan. The customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).